Manufacturer narrative:
Beckman coulter contacted the customer who stated they performed troubleshooting and cleaned the sample probe and replaced the cap piercer blade which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as dirty sample probe and faulty cap piercer. The fse cleaned the sample probe and replaced the cap piercer blade to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple erroneous patient results for multiple chemistries which include alp (alkaline phosphatase), c-rp (c- reactive protein) alt, creatinine and tbil (total bilirubin) on their unicel® dxc 600 pro instrument. The erroneous patient results were reported out and later it was amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for three (3) patients.